Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Customer labeled the console as "helium tank issue, do not use, biomed to service." No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while not in use and trying to train a new staff member, the cardiosave intra-aortic balloon pump (iabp) tank was unable to be changed without a constant helium leak. There was no patient involvement.